Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was placed to support the 64 year old female admitted in with cardiogenic shock and cardiomyopathy, in scai stage e shock. Prior to the 5.5 being placed via direct surgical access the patient was known to be and out of hospital cardiac arrest and on ECMO, inotropes, and vasopressors. The distributor in the EU did not furnish any other comorbidities or medical history. The pump was supporting in the ICU when on day 2 the team observed with CT imaging there to be both old and new thrombosis. The patient was not responsive and the team and family discussed options, and the patient had care withdrawn. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
Additional information: they did a sedation hold to verify patient was unresponsive. They decided to withdraw care so the flow pump was reduced until the patient expired and explanted after she passed. The pump was discarded so is not available for return.

Manufacturer narrative:
The investigation was completed and no product was returned. Ppae/thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.